Event description:
A customer reported they received a sensor error message from the adc device. The customer was unable to obtain readings and became hypoglycemic, experiencing seizure and loss of consciousness. The customer was taken to the hospital where they received unspecified treatment, however, customer could not recall details of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received a sensor error message from the adc device. The customer was unable to obtain readings and became hypoglycemic, experiencing seizure and loss of consciousness. The customer was taken to the hospital where they received unspecified treatment, however, customer could not recall details of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated ; no physical damage observed on sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Therefore, this issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.